Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. Unit came without bayer meter. Unable to confirmed damage to bayer meter. A test reservoir was installed and did not lock in place and unable to perform the displacement test due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call cosmetic damage. Blood glucose was unknown. Customer stated that the area around the reservoir was cracked and you can see the glue. Customer reported the location of the damage was on top of reservoir compartment and upper left hand side of the insulin pump's screen and reservoir window. The insulin pump will be returned for analysis.